Event description:
It was reported that during a surgical procedure where a primary cell device was put in, impedances were run and 1 and 2 were 33 ohms. The impedance had been run at 3v; c/0-562, c/1-562 and c/2-562. It was noted that the other one was 835 and the other 814 ohms. It was recommended that they reprogram around 1 and 2 if appropriate. The device was left off post-operatively, the healthcare professional wanted to wait and turn on and see if he could program around the possible issue. It was confirmed that the healthcare professional had tried to reprogram around the electrodes but they were still waiting on the results. The patient was scheduled to see the healthcare professional within the next 30 days following (B)(6) 2014. The patient had been confused after the surgery so no actions had been taken. The device had been turned off intra-operatively. No outcome was provided. Further follow-up was being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v818201, implanted: (B)(6) 2011, product type: lead. Product ID 3387s-40, lot# v036502, implanted: (B)(6) 2008, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 7428, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported that there was an elective replacement indicator (eri) and the battery depletion was reported as premature. Low impedances were read on contact 1/2 at 32 ohms. It was unknown when the replacement surgery would be planned. The main complaint was the battery longevity. The patient was getting therapeutic response using contacts &#55298;ut that was what was causing the battery drain since they were still using those contacts. The implantable neurostimulator (ins) battery was at 2.60v and the patient was only using it 50% of the time. There had been no falls or traumas reported.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v818201, implanted: (B)(6) 2011, product type: lead; product ID 3387s-40, lot# v036502, implanted: (B)(6) 2008, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7428, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).